Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose would reach over 600 mg/dl. The customer's blood glucose was 380 mg/dl at the time of the call. Customer also reported they were unable to see due to their high blood glucose. It was also found the customer had white spots along their tubing that resembled bubbles. The customer was advised to deliver a 5 unit fixed prime until the air bubbles were no longer visible. Customer also reported their cannula was slightly bent upon removal from their body. The insulin pump also passed a high pressure test during troubleshooting. The insulin pump will not be returned for analysis.